Event description:
It was reported that the patient was seen for follow-up after experiencing lightheadedness and palpitations. Reproducible noise was observed on the atrial lead. Insulation damage was the suspected cause. Device reprogramming was performed and the patient would be monitored. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.